Manufacturer narrative:
A ge service rep performed an on-site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the images were truncated and non-diagnostic, uninterpretable images. There is no report of injury or death associated with the event described in this complaint.